Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the battery module was not switching over. The charging voltage reading was forty-four volts instead of twenty-eight volts. The yellow twenty-four volt light emitting diode (led) illuminated during charging. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the batteries and the universal power supply (ups) board in the battery module. With the ups board and batteries replaced, the system operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.